Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range hv lead impedance was observed via a merlin.net transmission. No intervention was performed. Patient monitoring will continue.